Manufacturer narrative:
(B)(4). Manufacturing date: april 20, 2017 ¿ april 21, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The device was completely empty after 29 hours instead of 48. The device was filled with 4800 mg 5fu. The fill volume was 96 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.